Event description:
Pt started complaining about pain ten weeks after primary surgery while walking fast on stairs. The revision surgery was performed 1 year post op and during the surgery, it has been realized that the stem was loose since it came out easily. It was reported that the pt was (B)(6), strong smoker and diabetic. After the primary surgery, the wound got infected and the pt took some months to recover. Please ref MFR report # 3005180920-2013-00033.